Event description:
It was reported that the patient had been hospitalized at (b)(^) hospital / prof. Dr. (B)(6) with hyperglycemia on (B)(6) 2024. The patient received pod error code beginning with 19 (communication error during operation) and their blood glucose levels reached 620 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. Symptoms reported include nervousness. The patient was treated with insulin (unspecified route and dose). The pod was removed at the hospital and the patient no longer has it; therefore, they are unable to send the pod back for investigation. The patient was discharged from the hospital after 2 days on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 1.2.4, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction was added to b5 and h6. Additionally, cloud data was reviewed: cloud data for the period of 20jun2024-25jun2024 was downloaded and reviewed. The data showed that a pod was activated on (B)(6) 2024 and was deactivated on (B)(6) 2024. The data showed that no pod alarms were generated and sent to the cloud during use of the pod. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received by the pod from the sensor, and user inputs while in automated mode. The phb data showed that the pod and the sensor did not lose communication for long enough to have the system enter into automated mode: limited. Multiple automated delivery restriction alerts were generated on (B)(6) 2024 due to the automated algorithm delivering the max automated basal amount for extended periods of time in response to increasing and high estimated glucose values. When the alerts generated, the system was forced into automated mode: limited until the alerts were acknowledged and the system was forced into manual mode. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with the system was observed in the available data.

Event description:
Correction 20-nov-2025. Error codes beginning in 19 does not mean communication error during operation. This indicates hazard alarm pump error.